Event description:
During a laparoscopic tubal sterilization the hulka clip applier (reusable) may have misfired leaving a hulka clip in pts' abdomen, at the end of procedure the physician retrieved the clip however he retrieved the metal slid off of the clip and was unable to find the clear plastic clip itself.